Event description:
While performing an l-vad, floseal was pushed on the graft and it caused an occlusion. The patient passed away. Additional information received from nurse at (B)(6) hospital (B)(6)-2010: the nurse stated that the product was coseal, not floseal. Received addition information from nurse on st. Vicent's on (B)(6)-2010: coseal was used to preclot the graft of the heartmate ii (hmii) ventricular assist device before it was implanted into the patient. The patient was on bypass when the ventricular assist device was inserted. Coseal was applied to the inflow and outflow grafts of the heartmate ii vad. It is unknown how much volume was applied to each. A total of 4 8 ml coseal kits were used on the patient. The original event description mentioned "pushed on the graft." The reported clarified that coseal was pushed in between the graft and the outer seal. Decreases in blood flow were first noticed 12 hours after insertion of the device. The cell salvage system was used concomitantly with the application. The reporter was asked if compression was used instead of approximation. The reporter was unsure of what was meant by compression. A clinical evaluation conducted by the medical director did not reasonably suggest that coseal caused or contributed to the reported event. Additional information received from (B)(6) on 10-aug-2010: the patient was admitted to the hospital on (B)(6)2009 with profound heart failure exacerbation, significant volume overload, and shortness of breath. The hmii lvad was implanted on (B)(6)2009 and placed as a bridge to a transplant. Coseal surgical sealant was used to hemostatically prepare the dacron graft in the inlet portion of the hmii device. On (B)(6)2009, there was an emergent return to surgery for sternal exploration for a mediastinal bleed. On (B)(6)2009, the patient experienced decreased blood flow and blood pressure. A tee on (B)(6)2009 showed severe right ventricle dysfunction. On (B)(6)2009, the patient had surgery for a centrimag right vad placement. The patient's temperature reached 102.4 f. The patient was not oxygenating; his peripheral sats were very low. A quadrox oxygenator was added into the rvad line; however, placement of the rvad failed to restore adequate lvad flow. The patient went into pulmonary edema and lh failure, and had bleeding complications. The doctor believed that there was an issue with the lvad. He asked the family if he could perform a device exchange. The family declined a request to replace the lvad and asked that support be withdrawn, resulting in the death of the patient. An excision of the inflow graft revealed nearly complete obstruction (90% occlusion) due to coseal compression. An individual from the hospital added that when the plastic cover of the inflow conduit was cut, the coseal "oozed out like insulation." She stated the coseal appeared to have expanded from where it was originally placed it. Postmortem exam revealed that the dacron graft collapsed the lumen of the ventricular cannula, leading to significant reduction in flows. Potential contributions may have been the expansion of the coseal within the flexible portion of the ventricular graft and/or very high flow requirements associated with large patient size. Bilateral doppler waveforms of the bilateral lower extremities showed medial sclerosis of the right femoral and calf vessels on (B)(6)2009. The patient experienced normal right leg arterial perfusion at rest, but also with evidence of underlying tibial vessel disease. Left abi was normal at rest but tibial waveforms markedly suggested underlying popliteal and tibial vessel disease. The patient had history of coronary artery disease, coronary artery bypass grafting (1986), conduction disorder right bundle branch block, implanted ICD ((B)(6) 2009), diabetes mellitus, hyperlipidemia, benign essential hypertension, ischemic cardiomyopathy, ftca (1999), pci with placement of bare metal stent ((B)(6) 2009), and lvef 20-25% ((B)(6) 2009). Pictures of the case have been provided.

Event description:
Additional information received from a conversation between baxter medical affairs and the user facility on 05-oct-2010: had a teleconference this morning with the risk-manager and a staff perfusionist at (B)(6) hospital. The perfusionist described to medical affairs how coseal was used in the case. Coseal was sprayed (and still is) in the outflow graft of the heartmate ii device and applied to the inflow graft assembly. Although the perfusionist could not tell medical affairs exactly the volume used in the inflow grafts he described the application technique as " squirted until it came out." His explanation of the pathophysiological mechanism underlying the low output syndrome observed on these two cases is consistent with graft collapse following the application of coseal and expansion within the inflow graft assembly. In addition, he informed that this was indeed the mechanism suggested by a thoratec representative who came to deliver a presentation (date not available). Since this case, the use of coseal remains limited to the spraying of the outflow graft. For the inflow graft they returned to an old in-house preparation and technique that involves the application of thrombin, calcium and cryoprecipitate.

Manufacturer narrative:
(B)(4): the additional information received clarifies the root cause of the event, but does not change the previous causality assessment and case reportability.(B)(4)

Manufacturer narrative:
(B)(4): baxter medical assessment: this is one of four reports of inflow conduit obstruction received from thoratec, the manufacturer of the heartmate ii, ventricular assist device. Postmortem exam revealed that the dacron graft collapsed the lumen of the ventricular cannula, leading to significant reduction in flows. Potential contributions may have been the expansion of the coseal within the flexible portion of the ventricular graft and/or very high flow requirements associated with large patient size. The IFU for the heartmate ii system clearly describes protecting the openings of the inflow conduit and preventing entry of the sealing material used inside the conduit or on the threads of the screw ring. Given the postmortem findings, there is no question that coseal contributed to decrease in flow through the inflow conduit. Based on new received clinical details the graft occlusion has been caused by the use of coseal. The death of the patient though has not been determined by the coseal application, but by the fact that the family declined a request to replace the lvad and asked that support be withdrawn, resulting in the death of the patient. What is missing is any details on the application technique used which are needed to understand why coseal entered the inner lumen of the inflow conduit. Given the known hydrolysis and swell profile of coseal, the volume applied (32ml of product) may also be a potential contributor to the serious adverse event. Given the respective warnings in both the coseal and heartmate ii ifus, there are no deficiencies of the product labeling. (B)(6). A follow-up report will be submitted upon receipt of additional information.